Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his blood glucose level went up to 402 mg/dl. The customer had pain in his legs. He treated his blood glucose level with an insulin pen. The device was not returned.